Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus and basal delivery. The customer reported a blood glucose (bg) level of 246 (mg/dl). The supplies were changed to address occlusion alarms. Boluses were delivered to address bg levels. The customer declined to complete troubleshooting with tandem technical support.